Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had pulled back and exhibited high thresholds. The ra lead was reprogrammed and later repositioned, and remains in use. No patient complications have been reported as a result of this event.